Event description:
Event description cpi received information that due to a fracture of this endotak down-sized plus (0125) lead, close to the pace/sense connector, a bipolar steroid eluting lead (4285) was added to the system to correct the problem. The rate sensing portion of the endotak (0125) was capped, while the shocking portion remains active.